Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that the sensor goes off in the middle of the night saying that her sensor glucose is over 40 mg/dl. Customer's sensor glucose reading is 72 mg/dl and their blood glucose is 132 mg/dl. Differences between readings are not within an acceptable range. Customer has had the sensor in place for 4 days and 13 hours. Customer stated that they calibrate about 3-4 times a day. Customer removed the sensors and found that they were bent. Customer was advised to remove and replace the sensor. Customer was advised to return the sensor for analysis.